Event description:
During a suction procedure the catheter came apart. The nurse noticed that 4 to 5 inches of the catheter was missing and stated the entire catheter was there when the procedure was started and when the pt was previously sunctioned. A bronchoscopy was used to remove the seperated piece. There was no impact on the pt who has subsequently been released from the hosp.